Event description:
On (B)(6) 2026, acorn stairlifts, inc was contacted by the user's family member who reported that the user was traveling up the stairs on the stairlift when it stopped and displayed a fault code. The patient then fell from the stairlift and landed on her back. The family member stated that the patient was not wearing the seatbelt at the time of the incident. Later that day, the patient was taken to the hospital. On 06/03/2026, an acorn technician inspected the stairlift and spoke with the family member. During this visit, acorn was informed that the patient sustained fractures to three vertebrae (t12, l1, and l2) and a fractured rib as a result of the fall. The family member also stated that the patient regularly used the stairlift with the left armrest in the raised position and operated the lift using the remote-control rather than the armrest controls.